Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, black foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, the same goes for the following fields were updated due to additional information: h.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-apr-2026. Investigation summary: bd received one sample along with four photos for investigation. Evaluation of the sample and photos showed the presence of foreign material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, black foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.